Manufacturer narrative:
Investigation results: the complaint of a leak from the septum was confirmed and the cause was determined to be manufacturing related. One 20ga nexiva unit from lot: 4088972 was provided for investigation. The septum was noted to be deformed within the catheter adapter, which created a leak path and allowed fluid to leak from the adapter. The appropriate manufacturing personnel were notified of this complaint.

Event description:
No additional information.

Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. The following information was provided by the initial reporter: 20 gauge IV was inserted and blood was leaking out of needle retraction valve after needed removed. IV had to be removed and a new one was placed. (B)(6) 2024 there was no patient harm. Negative outcome, the patient needed to be stuck a second time to have an IV placed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.